Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Presented at 1 day post treatment with striae in right eye. Patient brought back to the laser suite and the flap lifted and repositioned. Patient seen on (B)(6) 2014 and visual acuity sans corrected (vasc) was 20/20-1 in right eye and 20/20 in left eye.